Event description:
A malfunction was reported on the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer support replaced the pump and provided instructions on how to return the problematic unit using a return box and pre-paid label. The customer was advised to use a backup insulin pump temporarily and received guidance on handling the replacement pump.